Event description:
Possible false negative. Abnormal cells found outside fields of view (fov). No trigger cells present in 22 fovs to prompt a full scan of the slide. Slide will be analyzed to determine if it is a "rare event" as defined in table 8 of the thinprep imaging system operation summary and clinical operation.